Manufacturer narrative:
The explanted leads will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt's trial leads were pulled early. The pt was experiencing soreness and mild fever. The physician gave the pt keflex antibiotics due to suspected infection. The pt was admitted to the hosp due to internal bleeding. The physician did a laminectomy to remove infection and everything looks clear. According to the physician, the infection looked like a topical cyst and when he inserted a needle, it had pushed the cyst inward. The physician did not mention that the infection was device related. The pt is reportedly doing well.